Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer is not there and advised to call if alarm occurred to test set but declined.

Manufacturer narrative:
The "date of this report" in the initial report was incorrect. The correct date has been provided in this report. Additional information has been provided in this report.

Event description:
The customer's father had initially reported issues with the insulin pump continually alarming no delivery. The customer's father agreed to meet with company representative to perform troubleshooting on the insulin pump. On (B)(6) 2016 it was reported the customer's father meet with the company representative and the device continued to alarm no delivery after changing the reservoir and infusion set. Another insulin pump was connected to the customer and everything was correct. The customer will be recontacted for a replacement.